Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Qc was acceptable on 18-sep-2021. The customer was not having any issues with other patient samples. The customer did not provide any further information.

Event description:
There was a complaint of questionable elecsys estradiol iii assay results for 1 patient tested with two cobas 8000 e801 modules. The questionable results were not reported outside the laboratory. On (B)(6) 2021 the patient was tested on e801 module serial number (B)(4). The patient¿s sample results were above the range when initially measured undiluted, and repeated at > 15,000 pg/ml at 1:5 dilution, > 30,000 pg/ml at 1:10 dilution, and > 150,000 pg/ml at 1:50 dilution. On (B)(6) 2021 the patient was tested on e801 module serial number (B)(4). The patient¿s results were above the range when initially measured undiluted, and repeated at > 6,000 pg/ml at 1:2 dilution, 6,921 pg/ml at 1:5 dilution, 6,267 pg/ml at 1:10 dilution, 6,934 pg/ml at 1:20 dilution, 7,165 pg/ml at 1:100 dilution, and 12,900 pg/ml at 1:400 dilution. The lot number and expiration date of the elecsys estradiol iii assay used were requested, but not provided. The customer stated that the same reagents were used for both events.